Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device exhibited episodes of non-sustained lead noise due to possible oversensing of myopotentials. The device was reprogrammed and remains implanted. There were no adverse consequences for the patient.